Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". In (B)(6) , the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant / hysterectomy(partial)). Essure (ess205) was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received - new event "'she did not undergo essure confirmation test" was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included cholecystectomy, pelvic adhesions, gravida ii, parity 2, hypertension, diabetes, muscle spasms, degenerative disc disease and cramp in lower abdomen. Concurrent conditions included back pain, morbid obesity, hypertension, menorrhagia, dysmenorrhea, depression and endometriosis. Concomitant products included cyclobenzaprine since 2016, hydrochlorothiazide, hydrocodone from 2009 to 2014, metformin, metoprolol succinate (toprol) and metoprolol since 2003. In (B)(6) of 2003, the patient had essure (ess205) inserted. In (B)(6) of 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping), vaginal haemorrhage ("abnormal bleeding (vaginal), and menorrhagia ("abnormal bleeding (menorrhagia). In (B)(6) of 2012, the patient was found to have fibroma ("tumor / teratoma / cancer type: fibroid tumors in uterus"). On (B)(6) of 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) of 2012. At the time of the report, the pelvic pain, dysmenorrhoea, fibroma, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, fibroma, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) of 2003 and 2004. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2012: final pathologic diagnosis. A. Endometrium, curettage: benign inactive endometrium. No evidence of hyperplasia or malignancy. B. Uterus, supercervicai hysterectomy: fragments of leiomyoma, benign inactive endometrium, benign fallopian tube with endometriosis. Most recent follow-up information incorporated above includes: on 15-jun-2020: plaintiff fact sheet received. Events added from pfs- dysmenorrhea (cramping), tumor / teratoma / cancer type: fibroid tumors in uterus, abnormal bleeding (vaginal, menorrhagia). Concomitant drug, medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included cholecystectomy, pelvic adhesions, gravida ii, parity 2, hypertension, diabetes, muscle spasms, degenerative disc disease and cramp in lower abdomen. Concurrent conditions included back pain, morbid obesity, hypertension, menorrhagia, dysmenorrhea, depression and endometriosis. Concomitant products included cyclobenzaprine since 2016, hydrochlorothiazide, hydrocodone from 2009 to 2014, metformin, metoprolol succinate (toprol) and metoprolol since 2003. In (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient was found to have fibroma ("tumor / teratoma / cancer type: fibroid tumors in uterus"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, fibroma, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, fibroma, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2003 and 2004. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2012: final pathologic diagnosis. A. Endometrium, curettage: benign inactive endometrium. No evidence of hyperplasia or malignancy. B. Uterus, supracervical hysterectomy: fragments of leiomyoma. Benign inactive endometrium. Benign fallopian tube with endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implants. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.